Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-25. The rep called to update this record. The rep stated that they saw the patient today and checked impedances at a higher voltage. The patient can tolerate at 3.0 volts and the impedance test returned values on the 0-7 lead all greater than 40,000 ohms except 2 is greater than 12,000 ohms and 8-15 were all normal except 14 was greater than 24,000 ohms. The rep stated that the patient is still getting great stimulation from the programming on the 8-15 lead. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID :3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 27-jul-2011, UDI#: (B)(4); product ID: 3778-60, serial/lot #:(B)(4), ubd: 15-jun-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were higher impedances on the day of the call with all electrodes greater than 3600 ohms. The rep didn't test impedances at a higher voltage. The rep mentioned that in 2014 the patient had impedances of 3600 ohms on electrodes 6, 8, 9, 12, 13, 14, and 15. The patient's programming was as follows: a #1 +2 -3 +4, 390pw 40hz 4.8volt; a#2 +10 -11 420pw 40hz 8.3 volts. The rep was able to reprogram the device , -11, -12, and 13, 40 hz, 450 pw, and 4.7 volts to give the patient coverage for their back and leg. The rep said they couldn't program electrode s0-7 to give pain coverage. The patient was ultimately getting coverage. No further complications were reported.